Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of does not function was confirmed as an f-66 alarm. The cause of the reported condition was due to a damaged sensor board. No repairs were made, and the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.